Event description:
Hoist was used for first time following commission, with a male pt. Upon raising the hoist titled over and one chassis leg was found to be not locked in position. Since this the staff have not been able to safely lock this leg. No injury was reported.

Manufacturer narrative:
The following is a closing out report from the foreign reporter. Investigation: the environment was a new unit which was carpeted. Observations: upon examination of the hoist, it was found that the right hand leg locking catch was not located. The investigator placed foot on leg and raised the jib by hand to allow catch to engage. There was no fault found with the catch. Conclusions: the incident was a result of operator error. Corrective action: the investigator showed general manager how to locate leg by raising jib by hand keeping foot on leg until the catch is located.